Event description:
It was reported that the patient's blood glucose (bg) levels reached 370 mg/dl, while wearing the pod on the hip/buttocks area. A new pod was applied as treatment.

Manufacturer narrative:
The download data shows that the device generated an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. A rotational sensor error was observed in the data. The device was rerun and the data was downloaded. The rerun data shows that the device replicated the rotational sensor error. Further inspection of the device found contamination on the commutator cap resulting in the rotational sensor error. The contamination on the commutator cap did not affect the delivery of insulin. The download data shows that the device generated an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. A rotational sensor error was observed in the data. The device was rerun and the data was downloaded. The rerun data shows that the device replicated the rotational sensor error. Further inspection of the device found contamination on the commutator cap resulting in the rotational sensor error. The contamination on the commutator cap did not affect the delivery of insulin.